Event description:
After being inserted into the patient, air was introduced into the sheath when negative pressure was applied with a syringe. The sheath was replaced to resolve the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seal is consistent with damage during use.